Event description:
After use: "our catheter is not long enough to exit the bottom of the ett, thus unable to fully suction and clear the patient airway". No report of serious injury/ harm to patient or user. No report of indirect harm. No report of required intervention to prevent permanent damage. No report of hospitalization - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. N report fo death.

Manufacturer narrative:
Na.